Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited one report out of range shock lead impedance measurements 6 months ago. Since that time, all lead impedance measurements are normal, however at a recent follow up, the measurments are again out of range.